Manufacturer narrative:
The small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Verification of the product and event details via system logs confirmed that the small grasping retractor was last used on (B)(6) 2021. A site history complaint review was performed and no related complaints were found to the product. The instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed that the crimp of the pitch cable has dislodged from its crimp slot and was found wedged in a recessed area of the distal clevis. The crimps appeared to be stuck and could not be pushed back in. The pitch cable holding the crimp did not appear to be loose or broke. Failure analysis found the primary failure of a dislodged crimp to be related to the customer reported complaint. The root cause of a dislodged crimp was attributed to manufacturing. Additional observation not reported was a damaged clevis pin of the proximal clevis. The pin did not appear to be swaged properly. The pin could be pushed back in. Failure analysis found the additional failure of a damaged clevis pin to be related to the customer reported complaint. Root cause is due to a improperly swaged pin is attributed to manufacturing. This complaint is being assessed as a reportable event due to the following conclusion: this instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing the customer found damage on the small grasping retractor. It was noted that the pin near the reticulating section was sticking out and was sharp. There was no patient involvement. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information regarding the reported event. The reporter could not provide any details regarding the last usage of the instrument and confirmed that the issue was only identified in central processing.